Manufacturer narrative:
The company representative replaced the pcb motor controller (part number: 0671-00-0004). In an unrelated repair the batteries were also replaced. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated an "electrical test fails code #50" (motor speed out of specification). The patient was switched to another iabp and therapy was continued. No patient injury was reported.